Manufacturer narrative:
This report was inadvertently submitted as it should not have been a reportable event. The flap dislodgement is not suspected to have been linked to malfunction of the laser device. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In the initial report it was reported that the manufacturing date for the system was 8/29/2004 however, the manufacturing site has provided the date as 1997 (year only provided). Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The laser machine was examined and tested at the customer location by an abbott field service specialist (fss).the fss found no issues that were related to the event. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with a dislodged flap on the left eye (os) on the same day of laser treatment. A brief description from the surgery center indicated the patient had come in several hours after treatment complaining of discomfort and blurred vision on left eye. .a flap and rinse was performed to resolve dislodged flap and symptoms. This report is for the excimer laser equipment. A separate report will be submitted for the femto laser equipment.